Event description:
The rptr stated that rptr did meter to lab comparison tests, 30 minutes apart. The reading on rptr's meter was 125 mg/dl, and the lab test result was 85 mg/dl. Rptr did not have any symptoms. On a call back, a control test result was high, out of range; no specifics given. During a follow-up contact, the rptr's spouse stated that the tests were 5 minutes apart. No harm was alleged.